Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. The surgeon will not provide any further info. (B)(4).

Event description:
A surgeon reported having a pt that "sees a shaft of light emanating from light sources that blind him-like a green shaft from the traffic signal" following intraocular lens (iol) implant surgery. The surgeon will not provide any further info.